Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with button error on their insulin pump. The customer's blood glucose level was unknown. It was reported that the customer hung up the line before further information could be gathered. The customer was attempted to be reached, but voicemail was left.